Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead had difficulty maneuvering within the sheath and was unable to be inserted into the target vein. The lead was not installed and a new lead was successfully implanted. No patient symptoms were reported.